Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an endoscopic mucosal resection (emr). The esu was used with an erbe nessy omega neutral electrode (also referred to as a return electrode, patient pad, etc.) [Part number: 20193-082, lot number: 240416-0814]. The neutral electrode was placed on the patient's right upper arm. No information was provided regarding any of the other accessories used in the procedure. Also, the esu settings used were not provided. After the procedure, per a provided photograph, there was a small burn (i.e., blistering, and surrounding redness) of approximately 3 mm x 4 mm on the patient's skin under the neutral electrode. No information was provided in regards to the injury being serious or the need for medical intervention to prevent permanent damage.

Manufacturer narrative:
The esu was thoroughly inspected/tested and the involved neutral electrode was also evaluated. The findings were as follows: esu the generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Neutral electrode a provided photograph of the return electrode showed that there was a tear in the conductive surface proximal to the connection tab. The damage to the accessory was confirmed during our assessment of the patient pad. There was no indication of a material or manufacturing defect. It appears that the neutral electrode encountered an excessive amount of pull/tensile force causing it to tear (note: a review of our complaint data didn't show any other incidents of this type.). This damage led to the current not being dispersed properly and thus the small burn under the neutral electrode. In conclusion, no determination could be made as to when the damage to the return electrode occurred or what exactly caused the damage to the accessory. The neutral electrode notes on use (nou) explicitly states that the product must be checked for external damage before use (in particular cracks, kinks, breaks or defects on the product) and that the product must not be used if it is damaged. Also, the nou stipulates that the product must be protected from any mechanical damage. No trends have been identified and erbe USA, inc. Is now closing the file on this event.